Event description:
Additional info rec'd from the user facility stated that the posterior capsule tore while implanting the intraocular lens(iol). Another iol was implanted without complication and the pt is doing well.